Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit (mpu) was not confirmed. The submitted controller event log file contained approximately 1 day of data ((B)(6) 2023 per the timestamp). The log file data did not indicate any issues with the equipment. The controller event log file did not contain any events captured on (B)(6) 2023 as newer data overwrote the events. The controller periodic log file captured data on the reported event date however, there were no low voltage alarms while connected to the mpu. There were no notable events throughout the log files. The pump maintained a speed above the low speed limit throughout the log files. Additional information provided stated that reported alarms activated on (B)(6) 2023, according to the patient's controller, and that the reported alarm resolved after exchanging power sources from the mpu to 14v batteries. The patient reported that the alarms only activated while connected to the mpu. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted since the patient reported having low voltage while connected to mobile power unit (mpu). The event log captured routine events, appears the vad and peripheral equipment are functioning as intended. No low voltage events were noted. There were some power cable disconnect events logged but all were due to normal battery depletion. The low voltage alarms activated on (B)(6) 2023, according to patient's controller. It resolved by switching from mpu to batteries. The patient reported low voltage alarms had only happened while on mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.